Manufacturer narrative:
The reported events were dislodgment, and failure to sense. As received, a complete lead was returned for analysis. All four tines were intact. Visual inspections, x-ray examination and electrical testing found no conductor fractures or internal shorts and found no any other anomalies with the exception of procedural damage.

Event description:
It was reported that the patient presented in the hospital for lead revision. The patient's right atrial (ra) lead exhibited loss of sensing due to dislodgement. Chest x-ray performed during an in-clinic visit confirmed the lead dislodgement. The ra lead was explanted and replaced. The patient was in stable condition.